Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that had expired on the 3rd of march, 2024. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the new dario strips and control solution were received, dario's representative followed up with the user. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 140 mg/dl (range 105-151 mg/dl) control solution level 2 test results was 254 mg/dl (range 187-261 mg/dl). In addition, the user tested her bg with the new cartridge of strips and received a reading of 182 mg/dl which the user stated is in range for her for that time of day. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from her dario meter bg readings of 320 mg/dl while fasting, and then a reading of 272 mg/dl an hour later, after having eaten. Due to the above, the user went to the hospital, following her doctor's recommendation, where her bg was tested and read at 140 mg/dl. Since this bg reading was in range for the user, she was released from the hospital. On the morning that the user contacted dario, she tested her bg level and received a reading of 240 mg/dl from her dario meter compared to a bg reading of 120 mg/dl from her non-dario meter.